Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# j0546522v, implanted: (B)(6) 2005, product type: lead. Product ID 377760, lot# j0546522v, implanted: (B)(6) 2005, product type: lead. Product ID 37092, lot# 238260001, implanted: (B)(6) 2010, product type: accessory. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient reported being unable to recharge his implantable neurostimulator (ins) and stated "its not working." The patient received a new recharger in (B)(6) 2015; however, the last time he recharged was (B)(6) 2015, last felt stimulation (B)(6) 2015, and noticed being unable to recharge the ins in (B)(6) 2015. An overdischarge was suspected. In the past year, the patient indicated he has been having problems with recharging and was in the doctor's office 4 times. The patient informed the manufacturer representative that it was taking him 8 hours to recharge and had to recharge every 3 days. The patient noted they cut his medication and he was confused on what to do. He had a doctor's appointment scheduled for (B)(6) 2015. Additional information received in december 2015 from the health care professional reported that the patient met with the doctor and the manufacturer representative and discovered an overdischarge. Actions/interventions taken included education and instruction to charge; however, the device was still not holding a charge. The cause of not being able to charge was noted as battery life end and the generator/battery needed replacement. The indication for use for the implanted device was noted as failed back surgery.